Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) reviews were conducted for both the disposable novasure device and radio frequency controller. The devices were released meeting all qa specifications and no abnormalities were noted. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014 and the patient was discharged home. Three days later, the patient presented to the hospital with a "sudden onset of abdominal pain and was admitted". The patient received a computed tomography (CT) scan which "suggested some kind of perforation". A laproscopy was performed which revealed a thermal injury through the "uterine cornua and two areas on the small bowel 20cm from ileocaecal valve". The physician repaired the injury laparoscopically (exact treatment unknown). On (B)(6) 2014, it was reported the patient is still hospitalized. She is recovering well, and the surgeon expects she will be discharged on friday, the (B)(6). We have been unable to obtain additional information surrounding this event.